Event description:
It was reported that the patient had a pericardial effusion. A lead warning was triggered due to low impedance on the atrial lead. High impedance and undersensing were also noted on the lead. An initial chest x-ray was done and the lead was not dislodged, so no intervention occurred at that time. A few days later, the patient developed heart failure symptoms and the lead was found to have dislodged. The effusion was drained. Since the patient was in atrial fibrillation from implant, the lead was programmed off and remains implanted. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance was noted as the save to disk data shows atrial lead alert time was (B)(6) 2012 12:59 pm. Atrial impedance at implant was 381 ohms. Atrial lifetime impedance max/min = 1815/211 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.